Event description:
Information received by medtronic indicated that the customer had critical error 24 and unable to clear the alarm. Blood glucose value at the time of event was unknown. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged critical insulin pump error alarm found on (B)(6), 2022. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. No insulin pump error alarms noted during testing and a review of the history files shows on august 04, 2022 there were three () insulin pump error (motor processor communication error) alarms (00:40, 00:50, and 2:04). On (B)(6), 2022 there were three () insulin pump error (motor processor communication error) alarms (00:2, 00:5, and 19:6) and a insulin pump error (power failure) alarm (17:8) that occurred. The insulin pump was cut open to perform a visual inspection. No evidence of physical damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), motor, or force sensor. The motor was tested outside of the insulin pump on the ngp stb and passed. Critical insulin pump error (fatal power error) alarm was triggered due to motor health check failed: the vcc voltage was not within limits and the insulin pump error alarms were generated due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout, faults isolated to the hardware. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, missing display window cover, broken belt clip rails, missing end cap address label, and pillowing keypad overlay. Insulin pump error and insulin pump error alarms are confirmed, faults isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.